Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy for a patient presenting with diverticulitis, the circular stapler was applied to the rectal stump to colon for anastomosis. The issue included 30 to 45mins extended surgical time, incomplete distal donut (anastomotic tissue ring), tissue cut or torn on the distal end during stapler use, and tissue lodged deeply into the housing of the stapler. The surgeon felt the need to oversew the anastomosis for additional security, after which the lumen appeared slightly tighter, raising concerns about potential stricture. The surgeon used a double purse-string method, resected the cut tissue, repurstringed more tissue, and continued the case. Leak test and scoping/inspection were conducted, with results indicating the anastomosis seemed fine and looked okay.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted that the donut in the instrument shell head, appears to be incomplete. Anvil and instrument are attached. Cauterization of tissue. Donut appears to be incomplete. Functional testing found that the wing nut and safety functioned properly upon rotating the twist knob. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advance when the handle was squeezed and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators during the functional testing. The instrument body label was removed for evaluation of the eccentric washer assembly. The eccentric washer was secured. It was reported that there was incomplete distal donut, tissue cut or torn and tissue lodged deeply into the housing of the stapler. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.